Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. The device was received with an cartridge reload present. The cartridge was received unfired. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The manual override worked as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the device was eventually opened. It is not clear how it was open, but the fact that the cartridge dislodged from the jaws of the device indicated the device jaws had to be opened. No other information on the event could be obtained.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned.

Event description:
It was reported that during a colon resection procedure, the device was inserted through the trocar. Device power stopped mid-fire. Manual override did not work. Upon remove device and staple cartridge were separated. Case completed with another device of the same product code. There were no patient consequences reported.